Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle was slow to retract. The following information was provided by the initial reporter: needle very slow to retract when button pushed difficulty retracting needle without some force causing pain for the patient.

Manufacturer narrative:
Correction: cancel MDR upon further review by analyst (sme), a not reportable malfunction is the primary failure, therefore, this event is not MDR reportable and MDR is cancelled.

Event description:
No additional information received.